Event description:
It was reported that the catheter product box and sterile seal packaging were damaged. A farawave catheter arrived at the hospital when it was found that the product box was ripped along with the sterile packaging. No patient involvement, as the device was never opened or used in a procedure. The device is not expected to be returned for analysis as it was retained by the hospital. Contra previous statement, the damaged packaging was actually for a faradrive sheath and not a farawave catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block b5.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter product box and sterile seal packaging were damaged. A farawave catheter arrived at the hospital when it was found that the product box was ripped along with the sterile packaging. No patient involvement, as the device was never opened or used in a procedure. The device is not expected to be returned for analysis as it was retained by the hospital.

Event description:
It was reported that the catheter product box and sterile seal packaging were damaged. A farawave catheter arrived at the hospital when it was found that the product box was ripped along with the sterile packaging. No patient involvement, as the device was never opened or used in a procedure. The device is not expected to be returned for analysis as it was retained by the hospital. Contra previous statement, the damaged packaging was actually for a faradrive sheath and not a farawave catheter.

Manufacturer narrative:
Investigation summary: based on the available information, though the device or packaging was not returned as it was retained by the hospital, a picture was attached to this complaint and underwent media inspection, providing evidence to confirm the packaging damage. Based on the media analysis the reported allegations were confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Media inspection of a picture of the device packaging was performed. Upon review of the image provided within this complaint, clear & easily identifiable damage to the outer packaging of the product was detected by the complaint reporter. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the available information, though the device was not returned, the "cause traced to transport/storage" conclusion code was selected based on the information provided in the description of the event and attachments. The issue is consistent with the possible handling of packages that are not adequate during storage or transport and therefore can lead to damage of the device or packaging. There was no evidence of a manufacturing, labeling or design issue with this complaint, but was likely the result shipping damage that occurred outside of boston scientific control and was easily identifiable prior to use in a patient. Correction to the initial MDR in block b5. Correction to the initial and follow up 1 MDR in block d5.